Manufacturer narrative:
Update to d9: device available for evaluation changed to "yes" and date received by manufacturer updated to 9/18/2021 update to h3: device evaluated by manufacturer updated to yes investigation conclusion: retained and returned devices from the reported lot number were tested with qc cut-off standards (25 miu/ml) and high-hcg clinical urine samples (204.7-222.1 iu/ml). The results were read at 3 minutes and all devices yielded the expected positive results. No false negative results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of either retention returned product. Complaints are tracked and trended on a monthly basis. Per the package insert, false negative results may occur when the levels of hcg are below the sensitivity level of the test. Very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested.

Manufacturer narrative:
H3: product will not be returned. Investigation conclusion: retained devices from the reported lot number were tested with qc cut-off standards (25 miu/ml) and high-hcg clinical urine samples (208.5-222.1 iu/ml). The results were read at 3 minutes and all devices yielded the expected positive results. No false negative results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the package insert, false negative results may occur when the levels of hcg are below the sensitivity level of the test. Very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested.

Manufacturer narrative:
See MDR 2027969-2021-00056 for patient 2. Customer unresponsive. Results pending completion of the investigation.

Event description:
A (B)(6) year old patient (patient 1) provided a first morning urine sample which had false negative results when the henry schein hcg dipstick (urine) pregnancy test was administered. The customer ran the hcg test a 2nd time with a positive result. Neither result was confirmed by another method. The customer did not provide an explanation as to why they believed the negative result was incorrect. Although requested, no further information has been provided. There was no initial or follow-up treatment provided, no patient harm. (See MDR 2027969-2021-00056 for patient 2). The customer states testing was performed on 5/7 and 5/11 but was unable to clarify which date the patient was tested on.